Manufacturer narrative:
This report is submitted on may 29, 2024.

Event description:
Per the clinic, the patient experienced an infection at the postaural scar (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report. The device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported). The patient was also placed under general anesthesia on (B)(6) 2024, in order to underwent a surgical exploration surgery and a skin revision surgery to debride the granulation. The implanted device remains. This report is submitted on july 03, 2024.